Manufacturer narrative:
The lot was manufactured (B)(4), 2017 - (B)(4), 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the photograph was performed and it was noted that liquid was inside the device housing which suggested leakage had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This event occurred after the device had been filled with 8000mg of flucloxacillin and sodium chloride 0.9%. It was further reported that the end of the filter had broken off causing the device to leak into the sleeve. There was no patient involvement. No additional information is available.